Event description:
A phone call was made to the customer in order to follow up on a previous call she had made for high blood glucose levels. The customer stated that she was hospitalized due to high blood glucose levels greater than 400 mg/dl. The customer stated that she experienced nausea and vomiting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.